Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharp broke off a bd perisafe plus¿ peridural-set. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the sharp broke off a bd perisafe plus peridural-set. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sealed tray was received and catheter was forwarded for investigation. Visual inspection was performed and no kinks were observed. Complaint not confirmed based on visual inspection of sample. Device history records were reviewed and no issues were found. No corrective actions were taken as the complaint could not be confirmed; however, production personnel were notified of the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.